Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The oxygenator has been received for investigation. A supplemental report will be submitted when additional info becomes available. Items marked ni are unk to us at this time.

Event description:
It was reported that a perfusionist initiated suction for blood that had collected in the pericardial cavity after cannulation and noted that the water cycle was tinged red. The oxygenator and the heater cooler unit were immediately changed out. Water from the heater cooler unit tested positive for the presence of blood. No pt injury was reported. (B)(4).